Event description:
Clinical Narrative:An Impella 5.5 was inserted via the direct surgical access on the right side to the aorta to support a 49 year old male who had been admitted into the medical center and was suffering from Post Cardiotomy Cardiogenic Shock and Low Cardiac Output Syndrome. The cardiac surgical procedure was not shared, nor was any underlying medical history or comorbidities. The patient was presenting in Society for Cardiovascular Angiography and Interventions (SCAI) Stage D shock per documentation at the time of the 5.5 delivery. In addition to the delivery of the 5.5 the patient was placed on the primary support device of Extra Corporeal Membrane Oxygenation (ECMO). The 5.5 will vent the ventricle for the primary ECMO support device. The medical therapy is inclusive of Inotropes and Vasopressors.On day 5 of the support the Automated Impella Controller (AIC) screen turned off and became blank. The team replaced the AIC immediately and support continued. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.Once the 5.5 pump was being utilized on the second AIC the team observed placement signal not reliable alarms. Troubleshooting did not remedy the issue, but the pump remained on for support. The pump to date has been supporting for 15 days, which is beyond the pump's indication for use.While on support the device functions as expected, Performance level-2 with 2.1L/min flow with D5W with Heparin in the purge solution.To date of reporting the patient remains on for support and has survived.

Manufacturer narrative:
This is one of two related reports. This report represents the Automated Impella Controller and another report will be submitted to represent the Impella 5.5.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.